Event description:
It was reported that intermittent occlusions alarms occurred. These issues resulted in the customer¿s blood glucose level reaching 538 mg/dl on (B)(6) 2025. To address the high blood glucose, the customer performed a correction injection via multiple daily injections and resolved the situation by changing the infusion set and cartridge, then resuming insulin. There was no need for assistance from a third party.